Event description:
The balloon (subject device) was returned for analysis, where it was found to have burst/ruptured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the balloon catheter distal end was significantly damaged. The ldpe/lldpe tubing at the distal end of the micromachined tube had been torn off and blood was present. The balloon was sheared off and the lamination over the vents was damaged with the ldpe/lldpe tubing jagged. Dried blood was visible on and inside the micromachined hypotube slots. A functional test could not be performed as the balloon was ruptured. An unsuccessful attempt was made to flush the device and advance a demonstration guidewire, the balloon catheter shaft was found to be blocked/occluded 144.5cm from the proximal end. The balloon catheter was cut to find the cause of the blockage and blood was removed from inside the shaft when the demonstration guidewire was advanced. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. There was patient involvement. The issue was noticed during use of the device on the patient. Analysis of the returned device found the balloon catheter distal end was significantly damaged. The ldpe/lldpe tubing at the distal end of the micromachined tube had been torn off and blood was present. The balloon was sheared off and the lamination over the vents was damaged with the ldpe/lldpe tubing jagged. Dried blood was visible on and inside the micromachined hypotube slots. An unsuccessful attempt was made to flush the device and advance a demonstration guidewire, the balloon catheter shaft was found to be blocked/occluded 144.5cm from the proximal end. The balloon catheter was cut to find the cause of the blockage and blood was removed from inside the shaft when the demonstration guidewire was advanced. The damage to the returned device indicates the device encountered a significant force to have torn off the distal tubing and to shear off the balloon. In the case of this complaint, blood had entered the balloon catheter and would have contributed the difficulty inflating the balloon. It is unknown what model of guidewire was used to seal the tip but it most likely did not create a complete seal to prevent blood from entering the device. The as reported ¿balloon difficult to inflate¿ and as analyzed ¿balloon burst/ruptured during use¿, ¿balloon catheter shaft blocked/occluded¿ and ¿balloon damaged¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.